Event description:
Reporter states patient tested 5.9 inr on the coaguchek xs system while a comparison lab returned as 4.1 inr. The patient's coumadin dose was held for 1 day based on the lab result. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.